Event description:
Additional information was received. A revision procedure was performed, it was confirmed this lead had dislodged. The lead was successfully repositioned and acceptable measurements were obtained post procedure.

Event description:
Boston scientific crm received information that three days post implant, this right ventricular lead was sensing inappropriately due to increased threshold measurements. A lead dislodgement was suspected and a repositioning procedure will be performed in the near future. The patient with this lead remains hospitalized until the repositioning procedure is performed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become avialble, this event will be updated.

Manufacturer narrative:
According to available information, this lead was successfully repositioned, remains implanted, and in service. Should additional information become available, this event will be updated.